Manufacturer narrative:
(B)(4). Unknown cup ¿ unknown part ¿ unknown lot. Unknown liner ¿ unknown part ¿ unknown lot. Unknown head ¿ unknown part ¿ unknown lot. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04785; 0001822565 -2018 -04787; 0001822565 -2018 -04789.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.